Event description:
Information was received from a consumer regarding a patient receiving baclofen and hydromorphone via an implantable pump. Boluses per day: 4. The indications for use were spinal pain indications, degenerative disc disease/herniated disc pain and radiculopathy. The patient reported that that almost since they got the pump, they have had problems with the communicator. The patient stated that if they leave the device off and powered off it takes almost 15 minutes to power up and go through an entire sequence where it delivers a bolus. The patient had to leave the communicators on 24/7 in order to get a boluses. The patient confirmed the handset would get stuck at 90%. The agent walked the patient through clearing the data on the handset and the patient was able to successfully connect to the pump and deliver a bolus.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.